Manufacturer narrative:
(B)(4). Batch # m52u68. Manufacture date: 3/2/2015, expiration date: 2/2/2020 the ec60a. Device was received for analysis with no visual non-conformances and with an gst60w cartridge loaded on the device. The cartridge reload was received partially fired 1/16. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. It should be noted that in order to open a device that has been partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. In addition the knife was noted to be partially advanced into the lockout region, thus the device would not open. The returned device and cartridge reload were tested for functionality in the articulated position by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Batch # ni.

Event description:
It was reported that during a laparoscopic right colectomy procedure, the device was clamped on a vessel with a white reload, but the device would not fire and then would not release. It was unknown what steps were attempted to release the device, but it would not open. The surgeon used harmonic to divide the vessel on both sides of the stapler jaws to remove it. A second device was opened and the vessel that was transected using harmonic was stapled. The case was completed with the second device. There were no patient consequences reported.